Event description:
It was reported that a dexcom g7 sensor successfully connected to the mobile app but failed to pair with the ilet, generating repeated pairing failed alerts, and the sensor was initially also connected to an apple watch; the user repeatedly toggled cgm settings and restarted the pump multiple times within short intervals, and after guidance to remove the watch app and reattempt pairing, the sensor ultimately paired and provided glucose readings. Symptoms included no reported adverse physiological effects. Outcomes included no impact requiring medical attention and successful restoration of cgm data to the ilet after intervention. Investigation included review of device logs and remote troubleshooting with education on proper pairing procedures. Investigation of this case revealed that the ilet firmware and bluetooth were functioning as expected, that concurrent connection to the apple watch and repeated premature toggling and restarts interfered with the pairing process, and that the device and sensor components were not found to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to third-party bluetooth connections and insufficient pairing wait time.